Event description:
Per the clinic, on (B)(6) 2013, the patient presented with inflammation without infection and reports of pain at implant site. On (B)(6) 2013, the site reportedly showed improvement, however, the patient requested that the abutment be removed. The surgeon removed the abutment and closed the site with sutures. The implanted device remains.

Manufacturer narrative:
(B)(4).